Event description:
Pump repeatedly alarming low battery. Pump was plugged into 3 different red plugs and connection on back of pump checked, connection was good. Pump was not delivering feeds consistently. Patient was on insulin drip for sugar management. Pump was removed from service. A new kangaroo was plugged into same outlet with no problems.